Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue started around (B)(6) 2012 but did not report any blood glucose values of concern for this date. The patient reportedly manages his diabetes with an unknown type of insulin through pump therapy and stated that in response to the high readings observed he made a slight increased to his basal rate insulin beginning on (B)(6) 2012 (unknown amount). He stated on (B)(6) 2012 at approximately 6pm, he tested his blood glucose on the subject device and received blood glucose results of "78mg/dl" with the subject meter and "44 mg/dl" on another meter, (brand unknown) performed at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed within a few minutes after testing, he developed symptoms of "confusion, weakness and could not stand." He reported that he was given food/drink by a non-hcp at an unspecified time. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were unexpired and stored correctly. A quality control solution test was performed and the result fell within the specified range. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury. The patient confirmed he tested his blood glucose on another device at the same time and therefore there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the patient's symptoms did not correlate with the result obtained on the subject meter.

Manufacturer narrative:
The meter and test strips involved with this complaint were returned to lifescan (lfs) on (B)(4) 2012, although product analysis has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/06/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The test strips (lot number 3167457) involved with this compliant were not returned to lfs for investigation, instead, the patient returned test strips with lot # 3121287 on (B)(4) 2012. Pa evaluated the test strips on (B)(4) 2012 and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.